Event description:
The customer reported that there was a speaker failure. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
The field service engineer (fse) went onsite and found that there was no sound from the speaker. The monitor screen displayed "loudspeaker is faulty" and "sound cannot be turned on." The fse determined that the speaker was faulty and replaced the speaker to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.